Event description:
Note: this pertains to one of two complaints that occurred during the same procedure. Reference manufacturer report number 3005099803-2009-01689. It was reported to boston scientific corporation that a polyflex esophageal stent system was to be used during a esophagogastroduodenoscopy on a female patient. According to the complainant, both stents repeatedly folded while attempting to load them. The procedure was completed with an ultraflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.